Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was vibrating incessantly. There was no reported adverse event associated with this complaint. This complaint is being reported because it is unclear at this time if the patient was still able to use the pump or not.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings:the pump powered on normally with functional auditory and vibratory features. The pump¿s vibration feature was found to be responding properly. The complaint of incessant vibration could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.